Manufacturer narrative:
Device is not being returned at this time. When the device is received, an evaluation will be performed.

Event description:
Customer reports that the surgeon scheduled two denervation procedures for today. During first case, got a warning (can't recall the warning code) that required to check cables / replace probe. They replaced the probe but got the same warning. The surgeon cancelled the denervation procedure, did a nerve block. He cancelled the next case. Customer told the sales rep that the surgeon used double dose of local injection , and it functioned in stim sensory and stim motor modes.